Manufacturer narrative:
Exemption number e2015058.. The pad-pak was first successfully installed on the 2nd october 2009 and performed to specification up to the 11th october 2015. An increase in voltage suggests a further pad-pak was installed. Multiple manual power ups of ten minutes duration were observed in the device memory between the 15th october 2015 and the 22nd january 2016. Investigation found the reported fault can be attributed to membrane failure. The ten minute time outs would suggest a failing membrane. The fault was witnessed during the investigation. The fault could not be replicated with a new membrane fitted. Slight voltage fluctuation was observed over the pogo pins however this had no impact on the ability of the device to deliver therapy. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.

Manufacturer narrative:
Exemption number e2015058 heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text : not yet returned to manufacturer

Event description:
There was no patient involved in this event. Device switching on automatically.